Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During follow-up on an ICD, fluoroscopy displayed externalized conductors, distal to the svc coil of the capped lead. Lead was previously capped on (B)(6) 2010 due to electrical issues stemming from lvad placement and a new lead was implanted. The capped lead remains implanted.